Event description:
User experiencing intermittent issue with discrepant creatinine results since 2008. Initial creatinine result 4.61 mg/dl did not match bun result of 14.8 mg/dl, so tech repeated the creatinine and found the discrepancy. Repeat result was 0.96 mg/dl. Initial result was not reported to the physician. The field service representative determined the cause to be the abs lamp and had the user replace it.